Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and uterine perforation ('perforation') in an adult female patient who had essure (batch no. B76536) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for perforation, abnormal bleeding. Batch no b76536, production date 2013-10-09, expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: perforation: uterus. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), uterine perforation ('perforation') and device dislocation ('displacement of the left essure') in an adult female patient who had essure (batch no. B76536) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". The patient's medical history included uterine fibroid. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for perforation, abnormal bleeding. Essure placed in each tube 3 coils in right tube & 4 coils in left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the right was in its proper position with no spillage out the right tube, although there was filling of left tube with dye and the left essure implant appeared to be displaced. Dye was also noted in the cul-de-sac to confirm the fact that the left tubal ligation failed and was dislodged.. Batch no b76536, production date 2013-10-09, expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received. Reporter information and medical history was added. New event added- device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') in an adult female patient who had essure (batch no. B76536) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for perforation. Batch no b76536. Production date 2013-10-09, expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: reporter and patient demographics were updated. Updated essure indication. On (B)(6) 2015, she explanted essure. Injury event was replaced with pelvic pain /abdominal pain, general abnormal bleeding, perforation, psych injury. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') in an adult female patient who had essure (batch no. B76536) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), depression ("psych injury / psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, mental anguish, migraines, dysmenorrhea, dyspareunia, patient didn't undergone essure confirmation test weight gain were added. Event psychological trauma was updated to depression. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.